Manufacturer narrative:
(B)(4). Physio-control made arrangements for the customer's device to be returned to physio to be recycled, per the customer's instructions. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use reported for this event.

Manufacturer narrative:
The customer¿s device was returned to physio-control. However, physio inadvertently scrapped the device, therefore further evaluation was not possible. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use reported for this event.